Event description:
Healthcare professional reported "that the inner thermoform and outer thermoform trays were stuck together on all the sizers that were used for the case. We were still able to use the sizers but poses a great concern to sterility." Device has not been implanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-01053. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ tyvek or thermoform sticking: observed delamination of the lid. ¿ use error: not observed, device is inside sealed thermoform. No additional observations are performed. A further investigation is requested for the event of lid delamination. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with the same lot number were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. Additionally an exploratory study was performed to evaluate the impact of dry heat sterilization cycles on packaging seal strength. According to the device analysis performed in the laboratory, was observed delamination in the lid, and this further investigation was requested to review the event. A review of the current risk documents was performed, and the event of lid delamination is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lid delamination will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, changed, and/or corrected data: g4, h6 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted.